Manufacturer narrative:
The lot complaint history for the customer's reported lot number was reviewed. It should be correctly noted that this is the fifth complaint for the reported lot number and the fifth for reported complaint issue. As no sample was returned to manufacturing for evaluation and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the defects experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination revealed that this was the fourth complaint received against the customer's identified lot and the fourth complaint for the report of dull blade. This is the fifth complaint against the associated component lot and the fourth for the report of dull blade. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife did not cut during surgery. The procedure was completed with no impact to the patient. Additional information has been requested.